Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device not returned. It was reported from (B)(6) center arlington that a unit had an odor during use/cleaning. On (B)(6) 2017, replite was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site and confirmed that the cart had a burnt smell, and noted multiple drain errors on cylinder 1. It was also noted that the account was not using the smoke evac system as designed by sucking smoke into the vacuum system. He removed manifold filter from cylinder 1, replaced the in line and hepa filters, and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired as per cl ¿ repair cart and evac rev. 0. Based on the information provided, the root cause of the issue was due smoke being pulled into the vacuum system clogging the hepa and in line filters. The zimmer biomet ultra cart instructions for use manual (IFU) (gd-99022, rev. H) states not to use the device outside the defined indications of use, that the reservoirs are for fluid collection only, and that material should not be placed inside of the cart for disposal. The IFU also recommends that a full soak cycle should be performed once per week to assure that the cylinders remain clean. An IFU is shipped to the customer with each purchased ultra cart system. Evaluated by external contractor.

Event description:
It was reported that the unit had an odor during use/cleaning. No adverse events were reported as a result of this malfunction. Inspection revealed a burning smell from the unit.